Event description:
The device was implanted on 09/30/1994. Due to pseudoarthrosis, anterior fusion surgery was performed on 05/11/1995. The device was subsequently explanted on 02/04/1997. Patient had solid fusion.